Event description:
Philips healthcare received a complaint from sentara respiratory & medical stating that an infant apnea monitor failed to alarm while performing checkout. There was no reported pt impact. The smartmonitor 2 device is designed to monitor respiration, and heart rate. Upon detection of abnormal events. Smartmonitor 2 alerts the caregiver via both visual and audible alarms and records the info for subsequent clinical review.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.